Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported hearing a noise followed by slight smoke emitting from the alinity I processing module upon powering it up after replacing a faulty electrical outlet plug. It was noted that the outlet plug had a poor connection and visible burn marks on the pins. The field service representative (fsr) went onsite and replaced the power supply on the alinity I processing module. No injuries or harm to the user were reported. There was no impact to patient management.